Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the force bipolar had a exposed wire. There was no report of patient involvement or no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: it was reported that the ¿exposed wire¿ issue was identified in central processing after reprocessing (instruments are hand cleaned before going into the sonic), and during the last surgical use (inguinal hernia on (B)(6) 2025). The instrument was inspected prior to use with no damage noted, and no damage was seen after the procedure either. The wire was not exposed due to damaged insulation, but it is unknown whether the cable was intact or broken in half. There was no loss of cautery, no signs of thermal damage or arcing, no fragment fell into the patient, and no collisions with other instruments were reported. The procedure was completed with the same instrument, the instrument has since been returned to intuitive, and no photos or video are available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.